Manufacturer narrative:
The insulin pump was received with high idle current due to bad component at the printed circuit board. The insulin pump had cracked case on the back at the battery tube area, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, broken off retainer ring and missing the reservoir tube lip o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery . Customer's blood glucose was 3.8 mmol/l. The customer stated that the device alarmed 5 times and one time battery failed. The customer stated that the device didn't alarm and blank display. The color of the screen are change and are different around the corner of the display. The patient inserted a new battery and again battery is on yellow. The customer noticed that there was moisture in the battery compartment on the battery itself. The patient also call that the rubbering ring is missing in the battery cap.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.